Manufacturer narrative:
Based on the additional information received the device and sheath were removed without any problems. There was no surgical conversion in order to remove the medical device as initially reported. This report is being retracted since the event does not meet the definition of a reportable incident.

Event description:
The patient presented with an aneurysm in the internal iliac artery. It was reported to gore, that an accurate positioning of the gore viabahn endoprosthesis was not possible based on the angulation of the vessel. When the medical device was removed through the introducer sheath, the device became stuck inside the sheath. Both were removed without any problems. The procedures was completed by using coils for embolization of the aneurysm.

Event description:
It was reported to gore, that a constrained gore® viabahn® endoprosthesis could not be removed from the patient through the introducer sheath. The medical device was removed via open surgery. The patient is doing well.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. The engineering evaluation showed following: the gore® viabahn® endoprosthesis was received within a sheath. The sheath was not examined as it is not a gore product. The deployment knob did not appear to have been pulled. The distal shaft was exposed 2.5cm proximally, due to endoprosthesis compression. The most proximal end of the endoprosthesis had a circumferential row of outwardly bent struts. The braided constraining line was displaced distally due to the bent struts. The endoprosthesis remained fully constrained. Based on the device examination performed, no manufacturing anomalies were identified.